Event description:
The stent delivery system (sds) was kinked/bent. The product issue was noted prior to use of the product in the patient. There was no reported patient injury. No additional information was available despite multiple attempts. The reported product issue of the sds kinking was determined to be not reportable. However, inspection of the product revealed proximal stent strut uplift ans is reportable malfunction.